Manufacturer narrative:
Concomitant medical products: product ID 309328, lot# 0208706506, implanted: (B)(6) 2014, product type lead. Changed to adverse event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 309328, lot# 0208706506, implanted: (B)(6) 2014, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the event resolved on 2017-08-18 and the sponsor assessed the event as related to the system/stimulator. The device was related to the neurostimulator. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Other applicable components are: product ID: 309328, lot# 0208706506, implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the onset of the adverse event was (B)(6) 2017 and was resolved on (B)(6) 2017. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional for a clinical study, via a manufacturer representative, regarding a patient with idiopathic functional urinary incontinence since 2000. It was reported there was pain at the neurostimulator on the scar level since (B)(6) 2016. Antalgic treatment was given and the event resolved on (B)(6) 2016. The event was assessed as related as not serious, not related to the stimulation and related to the procedure. Additional information received reported the scar pain was due to a surgical intervention done for the event to check the connections of the neurostimulator and electrodes.